Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified inner shunt. An 8.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During first inflation at 15 atmospheres for several seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.